Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Information was received indicating that the patient had two noncordis taxus stent implanted in the posterior descending artery and obtuse marginal artery followed by implantation of a cypher stent in the left anterior descending artery approximately two years later. Approximately four months post implantation of a cypher stent, the patient had a myocardial infarction with thrombosis at the site of all of the implanted stents, requiring substantial medical treatment and/or the requirement of lifetime plavix therapy. Thrombosis and myocardial infarction are known potential adverse events associated with coronary artery stent implantation. The sterile lot number for the device is unknown therefore a device history report review could not be conducted. Additional patient medical history, vessel/lesion characteristics and the full extent of the patient's anti-platelet therapy is unknown. With the limited information no conclusion can be made regarding possible contributing factors. Therefore, no corrective actions will be taken at this time.

Event description:
Patient underwent cardiac surgeries on (B)(6) 2004 and (B)(6) 2006. During the (B)(6) 2004, surgery, two taxus stents were implanted in plaintiff's posterior descending artery and obtuse marginal artery and during the (B)(6) 2006 surgery, a cypher stent was implanted to plaintiff's left anterior descending artery. The plaintiff received the stents following cardiac catheterizations performed as a result of recurrent chest pain. After implantation of these stents, plaintiff suffered subsequent myocardial infarction with thromboses at the site of all of said stents on or about (B)(6) 2006, requiring substantial medical treatment and/or the requirement of lifetime plavix therapy.